Event description:
It was reported that during initial implant procedure, the right ventricular lead's helix would not extend. The lead was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.